Manufacturer narrative:
This report is submitted on november 4, 2019.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator. Subsequently, the patient underwent revision surgery to re-position the device on (B)(6) 2018. The implanted device remains.